Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was received with normal telemetry communication and its output was in backup mode. An analysis of the device image revealed an unknown hardware reset, consistent with the reported backup condition. To address this, the product code was reloaded to restore normal settings. Extensive electrical and mechanical tests were conducted, including cold temperature soaking, but no functional issues were identified. Despite efforts, the backup condition could not be reproduced. In essence, the device experienced an issue, but subsequent evaluation did not reveal any ongoing problems.

Event description:
It was reported that the pacemaker was found in back-up vvi mode prior-to the procedure. The pacemaker was not used and will be returned for product analysis. There was no patient involvement.